Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pacemaker syndrome due to a confirmed fracture of the right ventricular lead and the resulting loss of capture. The lead had high pacing impedance and a warning was triggered on a remote monitoring transmission. A lead polarity switch occurred and the bipolar and unipolar lead impedances were undefined (greater than 9999 ohms.) It was also reported by a patient family member that the "pacemaker broke" and the family member misunderstood that "one lead broke completely and the other not completely." It was clarified that the issue was with the right ventricular lead and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. Visual analysis noted the lead was stretched, there was a cut on the outer insulation, and explant damage.